Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an over delivery and they had low blood glucose of 3.5 mmol/l. Customer¿s current blood glucose was 5.8 mmol/l. Customer treated with food and candy. Customer was alleging the insulin pump. Troubleshooting was done for low blood glucose. The insulin pump will not return for the analysis.